Manufacturer narrative:
Initial reporter phone number: (B)(6). Device manufacturer postal code: (B)(4). The device evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had an open door. It was not specified when in the process this occurred. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was serviced on-site by a field service technician. Visual inspection and a review of the alarm were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The broken door was identified during visual inspection. The cause of the condition was not determined. Additionally, during sample analysis the f-38 alarm was identified. This is caused by damaged force sensing resistors. The device was taken out of service. Should additional relevant information become available, a supplemental report will be submitted.